Manufacturer narrative:
Due to an update made for the investigation of this event, the codes listed in "type of investigation" and "investigation conclusions" have been updated on section 6. "Adverse event problem".

Event description:
Allegedly, prosthesis revision for sepsis.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.